Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The lot history for was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The lot history for was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a chemoclave® vented bag spike customer has noticed small clear fragments of silicone becoming loose when disconnecting from the spiros during the chemotherapy compounding process. There was no serious injury, no blood loss, no property damage and no need for medical intervention. There was no detected prior to use. The device was not changed out/replaced with no further problems encountered. The status of the product at time of event was during preparation. The product was stored in a storage trolley in a temperature-controlled room. There was no hole, cut, tears or any defect noted and no contact with the patient or health care provider. This is the second of two incidents reported.